Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the capsular bag collapsed during iol implantation. The iol was explanted and exchanged during the original surgery session. A suture was placed to secure iol fixation. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Our review of production records for the rayone spheric rao100c batch 095280365 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 095280365. The information received identifies that the patient had zonular weakness. The rayner IFU "warnings" section states "a risk/benefit ratio must be assessed before confirming a patient as a candidate for the rayner 600c or 100c iool implantation, if they are suffering from any of the following conditions:...zonular dehiscence...a distorted eye due to previous trauma or developmental defect in which appropriate support of the iol is not possible". Capsular bag collapse is attributable to zonular weakness.

Event description:
On 27th may 2026, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone spheric rao100c. The event description provided states that the patient had zonular weakness and the capsular bag collapsed during iol implantation.